Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va133gz, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare provider reported that the lead did not work with the patient and was explanted. It was indicated that the patient was doing a two week trial for the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.